Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The system software and calibration files were re-loaded. The connectors were re-seated. The system is operating as intended.

Event description:
The customer reported that the 9900 system would not save the date. No patient injury was reported.